Event description:
Patient underwent primary left total hip arthroplasty in 2008. He has a good result with the hip, but has had persistent and worsening left groin pain. There is a tiny lucent line around the acetabular component. Dates of use: 2008 - 2009. Diagnosis: left hip end-stage osteoarthritis.